Event description:
T was reported that an unstable iop was encountered during cataract surgery. Due to this event the eye collapsed. No actual patient harm was reported. In addition, the issue encountered did not result in a prolonged or delayed surgery.

Manufacturer narrative:
With regard to this complaint an eva vfie module and log files were returned for investigation. Investigation of the returned vfie module did not reveal any anomalies. The module functioned within the release specifications. Review of multiple log files of the eva system involved revealed an issue with the supplied input air. During an on-site inspection the inlet air pressure was measured at 6 bar, suggesting that at the time of the measurement the air pressure met the environmental specification. As included in the eva instruction manual section a1.2 "eva environmental specifications" the requirements of the air input are specified to be 4 to 10 bar with a flow rate of 60 to 70 nl/min. Unfortunately, the air flow was not determined. Review of the complaint database indicated that four similar issues have been logged on the eva surgical system subject to this event. It should be noted that the issue persisted after replacement of the returned vfie module. Based on the investigation results a device problem could not be revealed. Since investigation of the returned module did not reveal any anomalies and the issue persisted after replacement of the module, it is considered most likely that the event was triggered due to a (temporary) too low flow rate or pressure of the input air supplied by the hospital. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. All similar incidents related to the eva surgical system are included in the analysis. Since 2019 more than 850.000 surgeries have been performed with the eva surgical systems installed.

Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that an unstable iop was encountered during cataract surgery. Due to this event the eye collapsed. No actual patient harm was reported. In addition, the issue encountered did not result in a prolonged or delayed surgery.

Manufacturer narrative:
With regard to this complaint an eva vfie module and logfiles were returned for investigation. Initial investigation of the returned vfie module did not reveal any anomalies. Review of the logfiles revealed the occurrence of an air148 error message. This message indicates that the air fluid exchange pressure is too low and can be triggered by a too low input pressure. Review of the complaint database indicated that two similar complaints have been logged on the eva surgical system subject to this event. During an on-site inspection the inlet air pressure was measured at 6 bar. This is consistent with the required pressure as described in eva instruction manual section a1.2 eva environmental specifications. It was determined that the reported event possibly was triggered due to an intended use error were the input pressure (temporary) was too low. However, this could not be determined conclusively based on the investigation results. Therefore, the investigation is still ongoing.

Event description:
It was reported that an unstable iop was encountered during cataract surgery. Due to this event the eye collapsed. No actual patient harm was reported. In addition, the issue encountered did not result in a prolonged or delayed surgery.